Event description:
Patient presented to the physician with ongoing ear pain since the implant procedure and intense headaches when using therapy. Physician brought the patient into the operating room, removed the ipg, sensing lead, and a portion of the stimulation lead, and closed the incision.